Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Functional testing revealed the catheter no longer met specifications during a shaft leak and irrigation leak test. Additionally, short circuits were noted between electrode 1, the tip thermocouple (tct), and thermocouple 2 (tc2). Further investigation revealed a leak at the pi irrigation tubing transition near the deflectable portion of the catheter shaft, consistent with the failed shaft and irrigation leak tests and observed short circuits.

Event description:
This report is to advise of an event noted during analysis which revealed a leak and short circuit in the catheter.